Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u500 digital signal processor on the computer/analog board.  The root cause for the defective u500 processor could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient's monitor won't power up.